Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted because of 6 channels having migrated out of cochlea post-operatively due to unknown reasons. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that there were 6 extra-cochlear channels, as confirmed by an x-ray (performed one day post-implantation). The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there were 6 extra-cochlear channels, as confirmed by an x-ray. The patient has been re-implanted.